Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("joint pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, arthralgia and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia and device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("joint pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, arthralgia and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("bleeding") and lymphadenopathy ("removal of jugular lymph nodes") in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp and adenomyosis. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010. Concurrent conditions included hypothyroidism since 2004, hyperlipidemia since 2005, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder leakage"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back "), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal odour ("vaginal odour"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), arthralgia ("joint pain"), abdominal distension ("bloating/ severe bloating"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency "), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("sudden nausea"), pain in extremity ("feet pain") and abdominal pain upper ("upper abdominal pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, lymphadenopathy, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea and vaginal odour outcome was unknown and the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, back pain, musculoskeletal pain, bone pain, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, back pain, bone pain, calcium deficiency, device dislocation, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, food intolerance, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, lymphadenopathy, menorrhagia, migraine, musculoskeletal pain, nausea, night sweats, pain in extremity, palpitations, pruritus, rash, skin discolouration, urinary incontinence, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs & mr received. Lot no. Was added. Reporter's information was added. Patient's demographics were added. Added event genital hemorrhage(bleeding), palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of sex drive, vaginal haemorrhage, menorrhagia, urticaria, itching, rash, skin discoloration, urinary incontinence, migraines, headache, uterine leiomyoma, dizziness, numbness, amnesia, nickel allergy, dysmenorrhea, vaginal discharge, double vision, fatigue, irritable bowel syndrome, food intolerance, gastro esophageal reflux disease, nausea, back pain, shoulder pain, bone pain, feet pain, upper abdominal pain, vaginal odor,jugular lymph nodes. Updated outcome of events. Updated onset date of events. Historical drug, medical history, concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body'), device dislocation ('migration of implant'), genital haemorrhage ('bleeding'), lymphadenopathy ('removal of jugular lymph nodes/enlarged painless lymph nodes'), systemic lupus erythematosus ('lupus'), biliary colic ('pain near my gallbladder'), autoimmune disorder ('autoimmune problems'), lymphoma ('lymphoma') and hypothyroidism ('hypothyroid') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In december 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and visual impairment ("visual disturbance"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), biliary colic (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism (seriousness criterion medically significant), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months"), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have batteled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("ocassional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were bioposied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagonesed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus disorder ("I frequently have sinus trouble but I do think its worse than"), blindness ("vision loss"), eye irritation ("my tears burn my eyes ocassionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough") and uterine enlargement ("uterus enlarged") and was found to have lymphoma (seriousness criterion medically significant), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery (surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes, surgery to remove essure, gallbladder removed and to remove essure). Essure was removed on 7-dec-2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, visual impairment, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, ear pain, cough, blood cholesterol increased and uterine enlargement outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, cough, depression, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypoaesthesia, hypotension, hypothyroidism, hypotonia, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, migraine, muscle spasms, muscular weakness, musculoskeletal pain, nausea, neuralgia, night sweats, oropharyngeal pain, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus disorder, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received: new events- endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, were added. Outcomes were added. On 13-nov-2019: no new clinical information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), genital haemorrhage ('bleeding') and lymphadenopathy ('removal of jugular lymph nodes') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced allergy to metals ("nickel allergy"). In january 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In february 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In december 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and visual impairment ("visual disturbance"). In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In july 2017, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain") and abdominal pain upper ("upper abdominal pain"). The patient was treated with surgery (surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, lymphadenopathy, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour and visual impairment outcome was unknown and the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, back pain, musculoskeletal pain, bone pain, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, back pain, bone pain, calcium deficiency, device dislocation, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, food intolerance, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, lymphadenopathy, menorrhagia, migraine, musculoskeletal pain, nausea, night sweats, pain in extremity, palpitations, pruritus, rash, skin discolouration, urinary incontinence, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as 01 dec2010, now it is reported as in current pfs 27dec2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-mar-2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received. Reporter information were update and added. Onset date of event were added. Event : visual disturbance were added. Event verbatim were updated as joint pain/hip pain/ knee pain, vaginal odour/unusual odor. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), genital haemorrhage ("bleeding") and lymphadenopathy ("removal of jugular lymph nodes") in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp and adenomyosis. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010. Concurrent conditions included hypothyroidism since 2004, hyperlipidemia since 2005, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced urinary incontinence ("bladder leakage"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back "), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal odour ("vaginal odour"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), arthralgia ("joint pain"), abdominal distension ("bloating/ severe bloating"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency "), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("sudden nausea"), pain in extremity ("feet pain") and abdominal pain upper ("upper abdominal pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, lymphadenopathy, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea and vaginal odour outcome was unknown and the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, back pain, musculoskeletal pain, bone pain, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, back pain, bone pain, calcium deficiency, device dislocation, diplopia, dizziness, dysmenorrhoea, dyspareunia, fatigue, food intolerance, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, irritable bowel syndrome, loss of libido, lymphadenopathy, menorrhagia, migraine, musculoskeletal pain, nausea, night sweats, pain in extremity, palpitations, pruritus, rash, skin discolouration, urinary incontinence, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010 and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works "sometime" not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and visual impairment ("visual disturbance"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for at least two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have "battled" depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic (""occasional" itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were "biopsied"."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also "diagnosed" with severe "obstructive" sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus disorder ("I frequently have sinus trouble but I do think its worse than"), blindness ("vision loss"), eye irritation ("my tears burn my eyes "occasionally""), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged") and myalgia ("deep muscle pain") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not have urobilinogen in my urine") and blood cholesterol increased ("high "cholesterol""). The patient was treated with surgery (surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes, surgery to remove essure, gallbladder removed and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, visual impairment, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement and myalgia outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, cough, depression, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypoaesthesia, hypotension, hypothyroidism, hypotonia, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus disorder, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and vitamin d deficiency to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous "echogenicity". Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received from (social media): new event deep muscle pain added. All the relevant information transferred from duplicate deletion cases: (B)(4). Source document attached, references transferred and reporter added. Historical drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body'), device dislocation ('migration of implant'), genital haemorrhage ('bleeding'), lymphadenopathy ('removal of jugular lymph nodes/enlarged painless lymph nodes'), systemic lupus erythematosus ('lupus'), biliary colic ('pain near my gallbladder'), autoimmune disorder ('autoimmune problems'), lymphoma ('lymphoma') and hypothyroidism ('hypothyroid') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In january 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and visual impairment ("visual disturbance"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), lymphadenopathy (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), biliary colic (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism (seriousness criterion medically significant), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for at least two months"), hypotonia ("rapid loss of muscle tone") and hypotension ("blood pressure low") and was found to have lymphoma (seriousness criterion medically significant). The patient was treated with surgery (surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes, surgery to remove essure, gallbladder removed and to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, visual impairment, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia and hypotension outcome was unknown and the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, back pain, musculoskeletal pain, bone pain, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, amnesia, arthralgia, autoimmune disorder, back pain, biliary colic, bone pain, calcium deficiency, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, fatigue, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, goitre, headache, hepatomegaly, hypoaesthesia, hypotension, hypothyroidism, hypotonia, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, menorrhagia, migraine, muscular weakness, musculoskeletal pain, nausea, night sweats, oropharyngeal pain, pain in extremity, palpitations, perforation, polymenorrhoea, premenstrual dysphoric disorder, pruritus, rash, skin discolouration, systemic lupus erythematosus, urinary incontinence, urticaria, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour, visual impairment and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs 27dec2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 5 and 6 processed together. On (B)(6) 2019: fu 5 and 6 processed together. Social media received. Reporter information added. Event : hypothyroid, coils coming loose and piercing random parts of my body, lupus, weakness in arms and hands, lymphoma, dry eyes, hoarseness, sore throat, goiter, enlarged liver, black or other color sweat/chromohidrosis, inflammation, pmdd, barely stand, unable to walk, autoimmune problems, digestive issues, rapid loss of muscle tone, blood pressure low, pain near my gallbladder added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced joint pain ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works sometime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), shoulder pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and blindness unilateral ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision, ( she still have vision problems"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes, something messing with her lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hormonal imbalance- hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for at least two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have battled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("occasional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were biopsied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagnosed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus congestion ("I frequently have sinus trouble but I do think its worse than/ sinuses"), blindness ("vision loss"), eye irritation ("my tears burn my eyes occasionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird pressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11 "), adnexa uteri pain ("enlarged pain ovaries"), ovarian enlargement ("enlarged ovary") and hypersensitivity ("reactive to infection or allergy") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, heavy menstrual bleeding, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, blindness unilateral, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, adnexa uteri pain, ovarian enlargement and hypersensitivity outcome was unknown, the genital haemorrhage, joint pain, abdominal distension, urinary incontinence, dyspareunia, back pain, shoulder pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the sinus congestion and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blindness unilateral, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, colonoscopy, cough, depression, device dislocation, diplopia, diverticulum, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dyspnoea, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, heavy menstrual bleeding, hepatomegaly, hypersensitivity, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection reactivation, irritable bowel syndrome, joint pain, loss of libido, lymphadenopathy, lymphoma, mastitis, menstruation irregular, micturition urgency, migraine, muscle spasms, muscular weakness, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus congestion, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vitamin d deficiency and shoulder pain to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenicity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain, diverticulum and colonoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works somtime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and blindness unilateral ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have batteled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("ocassional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were bioposied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagonesed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus disorder ("I frequently have sinus trouble but I do think its worse than"), blindness ("vision loss"), eye irritation ("my tears burn my eyes ocassionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird prressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11 "), adnexa uteri pain ("enalarged pain ovaries"), ovarian enlargement ("enlarged ovary") and hypersensitivity ("reactive to infection or allegy") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, blindness unilateral, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, adnexa uteri pain, ovarian enlargement and hypersensitivity outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blindness unilateral, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, cough, depression, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypersensitivity, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection reactivation, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, micturition urgency, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus disorder, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenecity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works somtime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and blindness unilateral ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have battled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("occasional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were bioposied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagnosed with severe obstructive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus disorder ("I frequently have sinus trouble but I do think its worse than"), blindness ("vision loss"), eye irritation ("my tears burn my eyes occasionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird pressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11 "), adnexa uteri pain ("enlarged pain ovaries"), ovarian enlargement ("enlarged ovary") and hypersensitivity ("reactive to infection or allergy") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not have urobilinogen in my urine") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, blindness unilateral, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, adnexa uteri pain, ovarian enlargement and hypersensitivity outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blindness unilateral, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, cough, depression, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypersensitivity, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, micturition urgency, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus disorder, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenicity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. [Split query] correction due to discrepancy between coding action item and match point coder query: description to be coded was changed from reactive to infection or allergy and captured as separate entries as 1. Reactive to infection and 2. Reactive to allergy. Event 'enlarged pain ovaries' captured and recorded as separate entries as 1. Enlarged ovaries and 2. Pain ovaries. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works somtime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and blindness unilateral ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hormonal imbalnace- hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have batteled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("ocassional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were bioposied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagonesed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus congestion ("I frequently have sinus trouble but I do think its worse than/ sinuses"), blindness ("vision loss"), eye irritation ("my tears burn my eyes ocassionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird prressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11 "), adnexa uteri pain ("enalarged pain ovaries"), ovarian enlargement ("enlarged ovary") and hypersensitivity ("reactive to infection or allegy") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, blindness unilateral, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, adnexa uteri pain, ovarian enlargement and hypersensitivity outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the sinus congestion and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blindness unilateral, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, colonoscopy, cough, depression, device dislocation, diplopia, diverticulum, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dyspnoea, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypersensitivity, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection reactivation, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, micturition urgency, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus congestion, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenecity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain, diverticulum and colonoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events sinus disorder updated as sinus congestion and breathing difficult updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works somtime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and loss of vision ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem: double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have batteled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("occasional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were biopsied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagnosed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus disorder ("I frequently have sinus trouble but I do think its worse than"), vision loss ("vision loss"), eye irritation ("my tears burn my eyes occasionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird pressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11"), infection susceptibility increased ("reactive to infection or allegy"), adnexa uteri pain ("enlarged pain ovaries") and ovarian enlargement ("enlarged ovary") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, loss of vision, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, vision loss, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, infection susceptibility increased, adnexa uteri pain and ovarian enlargement outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, cough, depression, device dislocation, diplopia, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection susceptibility increased, irritable bowel syndrome, loss of libido, loss of vision, lymphadenopathy, lymphoma, mastitis, menorrhagia, micturition urgency, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus disorder, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour, vitamin d deficiency and vision loss to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenicity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media: hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: social media received- new events I stood up and got weird pressure in what I thought was my urethra, feeling weird cramps more like pressure where my uterus was until 11 were added. Event visual impairment updated to blindness. Historical drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works somtime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and blindness unilateral ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have batteled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("ocassional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were bioposied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagonesed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus disorder ("I frequently have sinus trouble but I do think its worse than"), blindness ("vision loss"), eye irritation ("my tears burn my eyes ocassionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird prressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11 "), adnexa uteri pain ("enalarged pain ovaries"), ovarian enlargement ("enlarged ovary") and hypersensitivity ("reactive to infection or allegy") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, blindness unilateral, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, adnexa uteri pain, ovarian enlargement and hypersensitivity outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blindness unilateral, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, colonoscopy, cough, depression, device dislocation, diplopia, diverticulum, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypersensitivity, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection reactivation, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, micturition urgency, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus disorder, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as (B)(6) 2010, now it is reported as in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenecity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain, diverticulum and colonoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event diverticulosis and colonoscopy were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('coils coming loose and piercing random parts of my body') and device dislocation ('migration of implant') in a 41-year-old female patient who had essure (batch no. 789036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, erythema, cervical polyp, adenomyosis, migraine and headache. Previously administered products included for an unreported indication: gemfibrozil from 2005 to 2010, mirena and depo provera. Past adverse reactions to the above products included thyroid disorder with depo provera. Concurrent conditions included hyperlipidemia since 2005, hypothyroidism since 2004, gastritis, acute sinusitis, abdominal pain, hyperlipidemia, tobacco abuse, general body pain, chest pain, facet joint arthropathy, acute sinusitis, ear pain, congestion nasal, visual disturbance, eye pain, dry eye, malaise, menometrorrhagia, myalgia, breast pain, joint stiffness, nabothian cyst and paratubal cyst. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ergocalciferol since 2015, esomeprazole since 2012, ibuprofen, ibuprofen (motrin), levothyroxine sodium (synthroid) from 2005 to 2016, methocarbamol from 2011 to 2012, mometasone furoate (flonase) since 2015, omega-3-acid ethyl ester (lovaza) from 2011 to 2012, pravastatin sodium (pravachol) from 2012 to 2015, ranitidine since 2014, rosuvastatin calcium (crestor), tizanidine hydrochloride (zanaflex) from 2011 to 2012 and tramadol from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced arthralgia ("joint pain/hip pain/ knee pain"), palpitations ("hormonal changes describe: thyroid medication due to heart palpitations/blood or heart disorder/condition type: heart palpitations/hormonal imbalance/sometime the aemour pig thyroid works somtime not is it 5.4, or 54 ??"), night sweats ("night sweats"), calcium deficiency ("calcium deficiency/low calcium"), vitamin d deficiency ("vitamin d deficiency"), loss of libido ("loss of sex drive"), urticaria ("rashes or skin conditions type: hives"), pruritus ("rashes or skin conditions type: itching"), rash ("weird rashes"), skin discolouration ("brown patch growing on scalp,"), urinary incontinence ("bladder leakage"), dizziness ("dizziness"), hypoaesthesia ("numbness, depersonalization of hands and feet and feeling like they switched sides"), amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)\ painful periods"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), food intolerance ("lots of food intolerances"), gastrooesophageal reflux disease ("gerd."), back pain ("back pain /upper back"), musculoskeletal pain ("shoulder pain") and bone pain ("deep bone pain in legs"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), heavy bleeding"), vaginal discharge ("vaginal discharge") and vaginal odour ("vaginal odour/unusual odor"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue"), nausea ("sudden nausea") and blindness unilateral ("visual disturbance/ eyesight deteriorated-lose vision in my left eye in heavy traffic"). In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)\ painful intercourse"). In (B)(6) 2015, the patient experienced diplopia ("vision/ eye problem :double vision, ( she still have vision problems"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("fibroids/lots of fibroids"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage ("bleeding"), lymphadenopathy ("removal of jugular lymph nodes/enlarged painless lymph nodes, something messing with her lymph nodes"), systemic lupus erythematosus ("lupus"), biliary colic ("pain near my gallbladder"), autoimmune disorder ("autoimmune problems"), abdominal distension ("bloating/ severe bloating"), pain in extremity ("feet pain/ pain in legs down the hips down"), abdominal pain upper ("upper abdominal pain"), hypothyroidism ("hormonal imbalnace- hypothyroid"), muscular weakness ("weakness in arms and hands"), dry eye ("dry eyes"), dysphonia ("hoarseness"), oropharyngeal pain ("sore throat"), goitre ("goiter"), hepatomegaly ("enlarged liver"), premenstrual dysphoric disorder ("pmdd"), dysstasia ("barely stand"), gait inability ("unable to walk"), dyspepsia ("digestive issues"), polymenorrhoea ("two period a month for atleast two months/periods are too frequent "), hypotonia ("rapid loss of muscle tone"), hypotension ("blood pressure low"), endocrine disorder ("the endocrine disruption caused by essure"), pain ("all over body pain"), depression ("I have batteled depression"), alopecia ("hair loss"), muscle spasms ("back spasm"), swelling ("I still have swelling in my neck"), axillary pain ("get pain in my armpit"), pollakiuria ("frequent urination\\urgent\leaky"), mastitis ("breast pain feels like mastitis"), abdominal pain ("abdominal twitching"), neuralgia ("nerve pain"), paraesthesia oral ("tingling in gums"), pulmonary mass ("I have a small nodule in my upper right lung"), sensitive skin ("I have always had sensitive skin"), eczema ("but now dealing with a little eczema"), rash pruritic ("ocassional itchy rashes"), cervical polyp ("I had some polyps coming through my cervix that were bioposied."), pharyngeal swelling ("my throat swelled so much and stayed swollen"), toothache ("teeth getting worse"), sleep apnoea syndrome ("I was also diagonesed with severe obstectutive sleep apnea not long after."), gluten sensitivity ("increased gluten sensitivity"), thrombosis ("also lots of clots today"), gingival disorder ("gum\tooth problem"), polycystic ovaries ("I have gotten a couple cysts on ovaries"), sinus congestion ("I frequently have sinus trouble but I do think its worse than/ sinuses"), blindness ("vision loss"), eye irritation ("my tears burn my eyes ocassionally"), ear discomfort ("I have been having pressure and pain in my right ear"), ear pain ("I have been having pressure and pain in my right ear"), feeling abnormal ("brain fog"), cough ("I have a weired chocking cough"), uterine enlargement ("uterus enlarged"), myalgia ("deep muscle pain"), micturition urgency ("I stood up and got weird prressure in what I thought was my urethra"), uterine pain ("feeling weird cramps more like pressure where my uterus was until 11 "), adnexa uteri pain ("enalarged pain ovaries"), ovarian enlargement ("enlarged ovary") and hypersensitivity ("reactive to infection or allegy") and was found to have lymphoma ("lymphoma"), urobilinogen urine decreased ("I saw that I do not haveurobilinogen in my urine") and blood cholesterol increased ("high cholestrol"). The patient was treated with surgery (laparoscopic assisted total vaginal hysterectomy with bilateral salpingectomy, surgery (other) type of surgery: fna and surgical removal of jugular lymph nodes and gallbladder removed). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, lymphadenopathy, systemic lupus erythematosus, biliary colic, autoimmune disorder, lymphoma, palpitations, night sweats, calcium deficiency, vitamin d deficiency, loss of libido, vaginal haemorrhage, menorrhagia, urticaria, pruritus, rash, skin discolouration, migraine, headache, uterine leiomyoma, dizziness, hypoaesthesia, amnesia, allergy to metals, dysmenorrhoea, vaginal discharge, diplopia, fatigue, irritable bowel syndrome, food intolerance, gastrooesophageal reflux disease, nausea, vaginal odour, blindness unilateral, hypothyroidism, muscular weakness, dry eye, dysphonia, oropharyngeal pain, goitre, hepatomegaly, premenstrual dysphoric disorder, dysstasia, gait inability, dyspepsia, polymenorrhoea, hypotonia, hypotension, endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, blindness, ear pain, cough, blood cholesterol increased, uterine enlargement, myalgia, micturition urgency, uterine pain, adnexa uteri pain, ovarian enlargement and hypersensitivity outcome was unknown, the genital haemorrhage, arthralgia, abdominal distension, urinary incontinence, dyspareunia, back pain, musculoskeletal pain, bone pain, pain in extremity, abdominal pain upper and ear discomfort had resolved and the sinus congestion and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, amnesia, arthralgia, autoimmune disorder, axillary pain, back pain, biliary colic, blindness, blindness unilateral, blood cholesterol increased, bone pain, calcium deficiency, cervical polyp, colonoscopy, cough, depression, device dislocation, diplopia, diverticulum, dizziness, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, dysphonia, dyspnoea, dysstasia, ear discomfort, ear pain, eczema, endocrine disorder, eye irritation, fatigue, feeling abnormal, food intolerance, gait inability, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, gluten sensitivity, goitre, headache, hepatomegaly, hypersensitivity, hypoaesthesia, hypotension, hypothyroidism, hypotonia, infection reactivation, irritable bowel syndrome, loss of libido, lymphadenopathy, lymphoma, mastitis, menorrhagia, menstruation irregular, micturition urgency, migraine, muscle spasms, muscular weakness, musculoskeletal pain, myalgia, nausea, neuralgia, night sweats, oropharyngeal pain, ovarian enlargement, pain, pain in extremity, palpitations, paraesthesia oral, perforation, pharyngeal swelling, pollakiuria, polycystic ovaries, polymenorrhoea, premenstrual dysphoric disorder, pruritus, pulmonary mass, rash, rash pruritic, sensitive skin, sinus congestion, skin discolouration, sleep apnoea syndrome, swelling, systemic lupus erythematosus, thrombosis, toothache, urinary incontinence, urobilinogen urine decreased, urticaria, uterine enlargement, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal odour and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted as per pfs , previously date of insertion noted as 01 dec2010, now it is reported as in current pfs 27dec2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Coils were properly placed and no leakage in the tubes. Ultrasound scan - on an unknown date: inhomogenous echogenecity. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: concerning: back pain, fatigue, gerd, dizziness, , itching, rash, palpitation, diplopia, night sweats, migraines, headaches. Concerning the injuries reported in this case, the following ones were reported via social media : hypothyroidism, perforation systemic lupus erythematosus, muscular weakness, lymphoma, dry eyes, dysphonia, oropharyngeal pain goitre, hepatomegaly, sweat discolouration, inflammation, premenstrual dysphoric disorder, dysstasia, gait inability, autoimmune disorder, dyspepsia, period twice a month, hypotonia, hypotension, biliary colic,endocrine disorder, pain, depression, alopecia, muscle spasms, swelling, axillary pain, pollakiuria, mastitis, abdominal pain, neuralgia, paraesthesia oral, pulmonary mass, sensitive skin, eczema, rash pruritic, cervical polyp, urobilinogen urine decreased, pharyngeal swelling, toothache, sleep apnoea syndrome, gluten sensitivity, thrombosis, gingival disorder, polycystic ovaries, sinus disorder, blindness, eye irritation, ear discomfort, ear pain, feeling abnormal, cough, blood cholesterol increased, uterine enlargement, myalgia, urgency urine, uterine pain, diverticulum and colonoscopy quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case 2020-031523 and 2020-070241. As all the information has been transferred from deletion case to this case. Legacy device report num 2951250-2020-05838 transferred from deletion case 2020-070241. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.